Event description:
Pt undergoing laparoscopic right partial salpingectomy for right tubal pregnancy. During specimen extraction the retriever pouch broke off of device twice. Specimen was retrieved with a kelly clamp through laparoscopic incision.